Manufacturer narrative:
(B)(4). Date sent: 6/21/2021. D4: batch # u95l73. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was received with one unknown trocar assembled on the shaft and one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due to the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, the advancer was noted to be bent and four clips were found inside clip track. The reported event was confirmed and although no conclusion could be reached regarding what caused the jaw disengagement and damage, the instructions for use contain the following: "caution: possible causes for the condition of the jaw disengaged from the cam may be an inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar." The bent advancer is related improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown laparoscopic procedure, the jaws became misaligned and the clip could not be fed into the jaws from the fifth firing. Attempted to remove device from the patient through a trocar, but could not, so the device was removed with the trocar. The overlapped clips were about to be cut by a harmonic, but then the device touched the clips and the left side of it was cracked (a clip was split with the harmonic). Another device was used to complete the case and there was no change to laparoscopic procedure. There were no adverse consequences to the patient. No further information is available.